Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two cartridges did not fit onto the pump. Customer's blood glucose level was 480 mg/dl. Customer was ultimately able to load a new cartridge.